Event description:
Pin fell out of the little lever that allows the gun handle to rotate. It fell out during our second to last cut. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update MFR name, city & state, MFR site, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative and corrected data based on the results of investigation. "Reported issue it was reported that the pivot lock was broken. Product inspection: mics-209063, sn#(B)(4), RMA#(B)(4). Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2 pivot locking mechanism. Disposition: rtv. Inspected by: (B)(6). Device history review: as the review of device history records indicate (B)(4) devices were manufactured under lot k076w and all were accepted into final stock on (B)(6) 2016. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020316 shows 2 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure was not confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event." Product was not available for evaluation.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pin fell out of the little lever that allows the gun handle to rotate. It fell out during our second to last cut. Case type: tka.